Manufacturer narrative:
D4, h4: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device was fired with a reload on a colon case and it delivered an incomplete staple line. The case was completed with another device. The pt is currently stable. The device is not available for return.